Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert stated under possible adverse effects: "elevated metal ion levels have been reported with metal on metal articulating surfaces". The user facility is outside of the united states. No medwatch report was received.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2005. Revision was performed on (B)(6) 2011, due to elevated ion levels. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The head and cup appeared to show evidence of subluxation or possibly dislocation of the joint. The bearing surfaces were scratched and indented, apparently due to a third body material trapped in the clearance. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "wear and/or deformation of articulating surfaces" and "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions". In addition, under warnings: "complete preclosure cleaning and removal of surgical debris at the implant site is critical to minimize wear of the implant articular surfaces".